Event description:
The edwards life-science swanz-ganz (sg) catheter was being "checked" prior to inserting into the introducer. Upon inspection, the balloon tip of the catheter would not inflate. This was a good catch since the malfunction was discovered prior to use on the patient so the faulty device did not come in contact with the patient. The malfunctioning swanz-ganz catheter was disconnected, a new sg catheter was obtained, opened, and inspected. The replacement sg catheter worked flawlessly, and the procedure was completed without harm to patient or staff. The faulty device was taken to someone at our facility (presumably someone is supply area where it was hoped that the company would provide a "refund"). I do not know if it was returned to the company or if it was disposed of by staff.